Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2023. On (B)(6) 2023 there was no icp reading showed when it was reconnected with the icp monitor. Therefore, the microsensor was retrieved and monitoring stopped on (B)(6) 2023. The patient condition was stable.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - lot 6127872 (sn (B)(6)) met specifications when released. Failure analysis - the issue of the complaint has been confirmed. No visible damage to the millar sensor or connector. Icp express has no transducer detected. Catheter stretched 35cm from the connector. Internal wires broken (x-ray), and no testing was possible. The possible root cause for this issue reported by the customer could be due to a mishandling of the catheter.

Event description:
N/a.